Manufacturer narrative:
The device was returned to the manufacturer, but the quality investigation is not complete. When the investigation is complete, a follow up report will be filed.

Event description:
It was reported that metal shavings came out of the device and entered the surgical site. The account had no information on how the shavings were removed. There were no reports of adverse consequences associated with this event.